Event description:
It is reported large black marking on tip. No patient harm.

Manufacturer narrative:
H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Pr (B)(4) follow up: it was reported that the tip of one syringe was deformed and that another syringe had a large black marking on the tip. Because no physical sample was returned, a comprehensive evaluation of the product could not be performed. To support the investigation, two photographs were provided to the quality team for assessment. One photograph depicts a syringe without blister packaging and shows damage to the syringe barrel luer. The second photograph shows a syringe in blister packaging with a dark particle present in the syringe barrel luer. No additional defects or irregularities were observed in the images received. A review of the device history record was conducted for material number 309653, lot 5176467. This review did not identify any manufacturing or inspection related quality issues that could have contributed to the reported condition. No related quality notifications were found, and all manufacturing processes and final inspections were documented as meeting specification requirements. To date, no other similar events have been reported for this lot. Based on the investigation and photographic assessment, the customers reported symptom is confirmed. However, in the absence of the returned physical sample, a definitive root cause could not be determined.